Event description:
Pt ingested a sample of cytolyt solution, 30ml. The pt displayed symptoms of methanol intoxication. Ethanol and hemodialysis treatment was performed. Methanol blood levels were monitored. Pt was discharged when concentrations dropped below toxicity level. The pt was in good health when discharged from the hosp.